Manufacturer narrative:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) would not inflate. There was no reported patient injury. The mynx vascular closure device (vcd) was used in an interventional procedure with a retrograde approach. The deployer was trained on the mynx device. The suitability of the femoral artery puncture site was verified by angiography, including confirmation of the 30¿45-degree insertion angle of the non-cordis sheath. The device was used in an arterial vessel with a diameter verified to be greater than or equal to 5 mm. Hemostasis was achieved through manual compression. The mynx vcd was stored and prepared according to the instructions for use (IFU). There was no visible damage to the device, balloon, or packaging prior to use, and the proper mynx syringe was used for inflation. One non-sterile mynxgrip vascular closure device (5f) involved in the reported complaint was returned for investigation. Visual inspection showed that the shuttle was disengaged to the black handle, while the stopcock was observed to be closed. No syringe was returned for evaluation. Additionally, a 5f non-cordis catheter sheath introducer (csi) was returned partially inserted on the device. The sealant and advancer tube were not returned for this evaluation. The sealant sleeve was partially retracted, while the balloon showed no abnormal condition. No additional anomalies were observed during this visual analysis. An inflation/deflation test attempt was performed to evaluate balloon functionality. During this evaluation, a micro tear was found in the balloon. Additionally, the unit was held vertically from the handle while the shuttle remained engaged, and it was observed that gravity did not cause the shuttle to disengage from the handle. No abnormalities were identified during this functional evaluation. A high-magnification microscopic evaluation was conducted on the balloon. This analysis confirmed the presence of a micro tear. The reported event of ¿balloon inflation difficulty¿ was observed on the returned device as an additional condition of ¿balloon-balloon loss of pressure¿ was observed as a micro tear in the balloon was found during inflation/deflation testing. The exact cause of the issue experienced could not be determined. Based on the information available for review, it is difficult to determine what factors may have contributed to the rupture experienced by the customer. However, access site vessel characteristics and/or concomitant device factors are likely since calcification at the access site and/or concomitant device factors (such as a damaged procedural sheath, stent or graft) can cause damage to the balloon. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) would not inflate. There was no reported patient injury. The mynx vascular closure device (vcd) was used in an interventional procedure with a retrograde approach. The deployer was trained on the mynx device. The suitability of the femoral artery puncture site was verified by angiography, including confirmation of the 30¿45-degree insertion angle of the non-cordis sheath. The device was used in an arterial vessel with a diameter verified to be greater than or equal to 5 mm. Hemostasis was achieved through manual compression. The mynx vcd was stored and prepared according to the instructions for use (IFU). There was no visible damage to the device, balloon, or packaging prior to use, and the proper mynx syringe was used for inflation. The device is being returned for evaluation. Addendum: a micro tear was found in the balloon on product evaluation.